Manufacturer narrative:
(B)(4). Batch # n5307x. Exact event date is unknown, the event occurred the week of (B)(6) 2016 the analysis found that one psee60a device was returned in good visual condition and with one gst60g cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device closed and opened as intended during testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open bleb procedure, on an unknown firing with a green reload with veritas peri-strips, the device locked out. The surgeon tried manual override to return the knife, but was still not able to open the device. A like device of the same product code was pulled and placed just proximal to the device, and fired fine to remove the device that was still closed on tissue. The like device was used to complete the procedure with no harm to the patient.